Event description:
It was reported that during a bilateral breast reduction the grey plastic on the tip of the blade started melting 1.5 hours into the procedure.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR. Visual inspection of the returned product noted the finger grip was damaged. It appears that the tip of the device was submerged or wedged between the cutting tissue, resulting in the finger grip being pressed against the electrode bald during f energy delivery. No injury to pt reported. Review of the lot history record did not note any anomalies during mfg.